Event description:
It was reported that patient presented for follow-up in clinic. Upon interrogation it was noted that implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and showed elective replacement indicator (eri) status. The ICD was explanted and replaced with new device. Patient condition was stable.